Manufacturer narrative:
Updated fields - b4, d9, e2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusion), h11. A getinge field service engineer (fse) evaluated the unit and replaced the drive valve group (0104-00-0031). All functional and safety test performed.

Event description:
It was reported that during use on patient, alarm temperature for cardiosave intra-aortic balloon pump (iabp) was too high. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.